Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that multiple loss of prime warnings had occurred which could not be duplicated during testing. The history did not reveal any loss of cartridge detection events. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. In addition, the force sensor was found to be out of calibration.

Event description:
An intermittent force sensor connection was observed during the investigation. During further evaluation, the force sensor was found to be out of calibration.